Event description:
It has been reported to us that during the procedure the distal tip of the guide wire became lodged in the lesion separated from the shaft and required a surgical procedure for removal. The physician had attempted to insert two other guide wires into the pt; however, they were not successful in passing the lesion. The physician inserted the guide wire into the pt and attempted to advance through the lesion and the distal tip of the guide wire became lodged in the lesion. The physician attempted to pull back on the guide wire and the distal tip separated from the shaft and remained lodged in the lesion. The physician decided to send the pt for a surgical procedure to remove the separated distal tip. The surgical procedure was successful and the pt is fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.